Event description:
The customer reported that the system displayed an iris too large error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage cable was replaced. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.